Manufacturer narrative:
This report was previously reported under 3004608878-2019-00711and associated with sr143310. This record will be voided in the system and all further correspondence can be found under 3004608878-2019-00711.

Event description:
N/a.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the lock having both rotational and lateral movement with a residue buildup present. The lock needed new components added to replace worn internal parts; general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the locking mechanism to have both rotational and lateral movement.